Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) has been having problems with "leaking a few drops" and stated this occurs when pt is in the kitchen near the sink or when they sit down or stand up. Pt also reported today when getting out of the car they suddenly peed all over them self. Reviewed role of ps. Pt stated they "changed the number from 1 to 2". Pt clarified they just increased the stimulation a point. Pt stated they did not increase stimulation to a point where they could feel stimulation. Reviewed therapy and stimulation overview. Walked pt through connecting with ins and pt confirmed therapy was on at 1.4v. Pt increased stimulation to 3.5v and will monitor symptoms now that change was made. Pt's assistant that was holding communicator over ins when pt was increasing stimulation made a comment that "I can feel it in my hand" (agent not clear what pt was referring to by this statement). Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient's hcp pt stated they have a procedure to "deaden the nerves in my back".